Event description:
The customer reported that while pipetting an hbc assay on summit sample handler, an insufficient diluent was delivered to well b4 and no error message was posted to the user. The plate was aborted and a field service engineer was dispatched. The engineer replaced the lld springs and performed operational checks. No death or serious injury was associated with this incident.